Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the patient experienced pain over proximal and distal locking bolt sites. Reoperation to remove locking bolts.

Event description:
It was reported that the patient experienced pain over proximal and distal locking bolt sites. Reoperation to remove locking bolts.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The provided details were forwarded to an hcp for review and statement ¿ [excerpts]: ¿by definition, I would neither say that this problem is "life-threatening" nor that there is a threat of permanent impairment. Presumably the screws were removed on an outpatient basis, so there was no hospitalization. I would classify this as an ae.¿ with given details no further technical and/or clinical statement could be given. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.